Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited diaphragmatic oversensing with pacing inhibition for a dependent patient. There was evidence of asystole greater than two seconds. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.